Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon device interrogation, the right ventricular lead exhibited high capture threshold. No intervention was performed. The patient was stable and would be continued to be monitored.

Event description:
New information received on nov 21, 2019 indicating that the patient presented for procedure on (B)(6) 2019 and the lead was capped and replaced. The patient was stable prior, during, and after the procedure.